Event description:
It as reported, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The device voltage was at elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.